Manufacturer narrative:
(B)(4).

Event description:
It was reported the powermax elite handpiece has a bad motor and keeps getting hot. The shaver made a grating sound when the foot pedal or button was pressed. It would turn the blade, but when they tried to cut tissue it would just stop turning. A 5 minute delay was reported. The procedure was completed with a back-up device. No patient injury was reported.

Manufacturer narrative:
Device investigation narrative - a powermax elite hndcont mdu part number 72200872 was received on june 23, 2016 and confirmed to be serial number (B)(4). A functional evaluation was performed and presented a motor stall error and heating of the hand piece. A visual inspection of the exterior of the device was performed and no damage was observed. Corrosion was observed on the cable assembly connection and gearbox fork assembly. The motor and gearbox could not be removed from the housing for further assessment due to corrosion. A review of the manufacturing records shows that this unit was released to distribution on or about june 24, 2015. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. (B)(4).